Event description:
A trilogy 202 ventilator, international was returned to a third-party service center for service. There was no harm or injury reported. The device was not in patient use. During the evaluation of the trilogy 202 ventilator, international device at third-party service center, a "service required" err_obm_accy_urgent_service error code was found in the ventilator's downloaded event log. The technician recommended replacing the device's oxygen blender module circuit board to address the issue. Additionally, the device's front and rear enclosures are damaged and need to be replaced. Due to the replacement of the rear enclosure, the seal kit needs to be added. The device's whisper cap is contaminated. The handle is damaged. The universal porting block is damaged. Four rubber feet are missing, and one is worn out. The oxygen blender module blender gasket is damaged. The pollen air filter and maintenance label need to be replaced due to preventive maintenance. A new sn/mn label and warning label need to be added due to the bottom enclosure being replaced. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.